Manufacturer narrative:
According to the facility, the provider was performing a circumcision. The gomco device did not provide pressure and came off during the cutting of the foreskin. The gomco was applied correctly per the facility. Epinephrine and surgicel quickly stopped the bleeding. Approximately a 5cm round spot of blood was on the pad from circumcision. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the provider was performing a circumcision. The gomco device did not provide pressure and came off during the cutting of the foreskin.